Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. The root cause of the failure was unable to be positively identified at this time. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault).

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault). A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (failed pulse testing) was not confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure could not be duplicated per engineering. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. The root cause of the failure was unable to be postiively identified at this time. No adverse event resulted from the damaged monitor.